Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: action(s) taken changed out pump (isolate and send to bioengineering department), tubing replaced (triple bag and send to material management), other. Other actions taken spoke with md and new order received. Medication / fluid magnesium. IV rate 1g/hr. Other details total infusion was to be 2 hours however nurse noted bag was empty after 30 minutes. Unsure if secondary ran into primary or if free flow occurred. No drip noted during set up with lines all clamped. Other product problem query free flow from secondary to primary after line installed into the pump. Place of bags was at correct height separation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for evaluation. Upon visual inspection of the picture provided, it was observed a used set inside a ziplock bag. No direct conclusions could be made regarding the defect reported. Based on the data from the investigation, the issue reported was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.